Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biopsy cap and locking device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient was being treated for stones within the common bile duct. During the ercp procedure, the nurse reported that when the physician advanced a hydratome sphincterotome through the biopsy cap, the sponge in the biopsy cap became dislodged within the working channel of the olympus 160 scope. The patient was rescoped, and the procedure was completed without complications using a olympus scope biopsy cap along with the same hydratome sphincterotome. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.